Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a procedure, the system displayed a generator error while acquiring an image (spin). The site reviewed the error logs and found an entry for tube arc and inverter overloaded errors. The surgery was aborted. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: it was reporter that the issue occurred during a t2 pelvis fusion procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: it was determined there was an unconfirmed accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.